Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the device was returned in a clear plastic bag. There was no damage noted in the construction of the device, and there were no traces of contamination. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.4 ohms), red with clear tube (3.5 ohms), blue (3.6 ohms), and blue with clear tube (3.4 ohms), all electrodes within specification. Functionally, the electrodes were connected to the nim system while tube was submerged in a saline solution. Right upon connection, the electrode check as well as functional test passed. The tube was manipulated (electrodes were bent) and still resulted in passing the electrode check and the functional test. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intubation was performed, without the use of muscle relaxant and/or lidocaine. After connecting to the patient interface and checking the electrodes, the electrodes were not recognized by the monitor, it must be the return electrode. A new attempt was made to position the tube, through direct visualization (videolagingoscope), and it still did not recognize it. When checking the electrodes, it continued with a red "x", even after trying to reposition it. No stimulation was performed, as the tube had to be changed. There was visual indicator. After several attempts, it was decided to perform a new intubation. No patient injury.